Event description:
It was reported by service report that the stretcher could not be raised. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Obstruction, release pedal.